Event description:
It was reported to boston scientific corp that a polaris ultra ureteral stent was used during a stenting procedure, performed in 2009. According to the complainant, prior to the insertion into the pt, the physician noted the stent was torn at the suture hole. The physician also noted the tear was smooth and suspects the tear may have been caused by the suture. The procedure was completed with another polaris (tm) ultra ureteral stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.